Event description:
It was reported that during a coronary stent procedure, the physician experienced diffiulty advancing the stent and deployed it near the target lesion. During the deployment, inflation and deflation difficulties were encountered. The delivery device was removed without incident, however; upon removal it was noted that the shaft was frayed. Pt status is listed as "okay"